Manufacturer narrative:
Additional information section h4 - device mfg date: updated from blank to 1/15/2024 the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 59141ud00. However, in-house performance testing was performed utilizing retained reagent kits of lot 59141ud00. All testing passed indicating the reagent lot is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot number 59141ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent, lot number 59141ud00 was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for patient samples. The following data was provided (customer¿s reference range 0.70-1.48 ng/dl): results generated on instrument ai22817: initial result = 1.2 ng/dl; same patient, new sample: initial result = >5 ng/dl, repeat result = 1.2 ng/dl. (B)(6) 2024 sample ID (B)(6) initial result with lot 59141ud00 = 2.15 ng/dl, repeat result = 1.27 ng/dl. (B)(6) 2024 sample ID (B)(6) initial result with lot 59141ud00 = 1.98 ng/dl, repeat result = 1.31 ng/dl. (B)(6) 2024 sample ID (B)(6) initial result with lot 61263ud00 = 1.60 ng/dl, repeat result = 1.06 ng/dl. (B)(6) 2024 sample ID (B)(6) initial result with lot 65267ud00 = 1.95 ng/dl, repeat result = 1.45 ng/dl. Results generated on instrument ai22819: (B)(6) 2024 sample ID (B)(6) initial result with lot 61263ud00 = 1.88 ng/dl, repeat result = 1.11 ng/dl (B)(6) 2024 sample ID (B)(6) initial result with lot 61263ud00 = 1.49 ng/dl, repeat result = 1.07 ng/dl (B)(6) 2024 sample ID (B)(6) initial result with lot 65267ud00 = 1.52 ng/dl, repeat result = 1.11 ng/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1: patient identifier: sids: (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for patient samples. The following data was provided (customer¿s reference range 0.70-1.48 ng/dl): results generated on instrument ai22817: initial result = 1.2 ng/dl; same patient, new sample: initial result = >5 ng/dl, repeat result = 1.2 ng/dl on (B)(6) 2024, sample ID: (B)(6), initial result with lot: 59141ud00 = 2.15 ng/dl, repeat result = 1.27 ng/dl. On (B)(6) 2024, sample ID: (B)(6), initial result with lot: 59141ud00 = 1.98 ng/dl, repeat result = 1.31 ng/dl. On (B)(6) 2024, sample ID: (B)(6), initial result with lot: 61263ud00 = 1.60 ng/dl, repeat result = 1.06 ng/dl. On (B)(6) 2024, sample ID: (B)(6), initial result with lot: 65267ud00 = 1.95 ng/dl, repeat result = 1.45 ng/dl. Results generated on instrument ai22819: on (B)(6) 2024, sample ID: (B)(6), initial result with lot: 61263ud00 = 1.88 ng/dl, repeat result = 1.11 ng/dl. On (B)(6) 2024, sample ID: (B)(6), initial result with lot: 61263ud00 = 1.49 ng/dl, repeat result = 1.07 ng/dl. On (B)(6) 2024, sample ID: (B)(6), initial result with lot: 65267ud00 = 1.52 ng/dl, repeat result = 1.11 ng/dl. No impact to patient management was reported.